Event description:
Information received indicated there is no audible sound for any alarms.

Manufacturer narrative:
The hill-rom technician replaced the pcb power control module to resolve the issue.